Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. The system was evaluated by a field service engineer by performing a preventative maintenance and found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. An application support manger also visited site and performed clinical optimization of laser settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that it was reported that a laser vision correction patient had surgery on (B)(6) 2021 and had inflammation along the edge of the flap. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). On (B)(6) 2021 post-op visit, the patient had no inflammation at the hinge after increasing the radial spot spacing from 5 to 6. She did however have some very faint interface haze inferiorly in one of the flaps in the inferior periphery. Doctor stated that it looked focal lamellar keratitis associated with laser energy. On (B)(6) 2021 post-op visit, the inferior peripheral interface haziness progressed to the inferior pupil edge and doctor is now thinking the patient has diffuse lamellar keratitis (dlk). He switched the patient to durezol every two hours from prednisolone. The patient¿s best corrected visual acuity (bcva) is 20/15. Patient was being re-evaluated and a possible lift and rinse will be performed if not improved.